Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch and failed to capture. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received. Manufacturing date is unavailable.